Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Boston scientific received information that during a device replacement procedure for normal battery depletion (nbd), there were difficulties experienced upon removing the right atrial (ra) lead and right ventricular (rv) lead from the header of this implantable cardioverter defibrillator (ICD). Multiple wrenches, increased torque techniques and mineral oil were used, but were unsuccessful. The leads were then cut from the header and surgically abandoned. A new rv and ra lead were successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device header was examined. The device was returned with the hex wrench tip stuck in the ra ring set screw. The hex wrench tip was removed . Visual inspection noted that all retainer rings were bent, and the hex slot on the atrial tip setscrew was damaged. All setscrews moved freely and operated normally. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.